Manufacturer narrative:
(B)(4). Date sent: 3/27/2024. Additional information was requested and the following was obtained: so I had the chance to connect with dr. Again and he clarified to me that the patient did in fact survive. I was told otherwise by the service line lead and based on my initial conversation with the doctor, I was under that impression. I apologize for the misinformation, but I did get some additional information regarding the incident. -he typically uses a 60mm device for that procedure, side note that the patient was very obese. -staples formed were appropriate b-shape. -does not want to speak to staff. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a death and is being considered a serious injury. H1: serious injury.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are any photos or video available? Any clips, clamps, or graspers near the area where the device was being fired? Did they confirm that there were no clips or instruments included within the device jaws prior to firing? Do they typically use a 60mm device for that procedure or were there patient factors that led to the need from 60 mm? Is there an autopsy report available? Is the surgeon interested in speaking with ethicon medical and engineering staff? Is the device available for analysis? Could more details be provided on staple deployment pattern? Were the staples the appropriate b-shape form? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic procedure, the surgeon reported that during the first firing (which was a pulse firing) using the stapler on the renal artery, with a white reload, that only 1-2 rows of staples on either side of the reload deployed and the knife blade also advanced completely. There were no staples from the inner rows deployed / no staples in the lumen. The medical team had to crash open, and the patient suffered severe blood loss and passed away.